Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4470 competitor implantable pacing lead (B)(6) 2004; c154dwk implantable cardioverter defibrillator (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had not been seen for follow up in over two years and was seen while in the hospital for pulmonary. The right ventricular lead had high impedance and t-wave oversensing was noted to have occurred on episodes occurring 6-18 months earlier. The lead remains in use. No patient complications have been reported as a result of this event.